Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and hence physical investigation was performed for the catheter. During physical investigation the tube was found damaged (hole) right at the kink protection. Aspiration test was executed, and slightly lower aspiration level then nominal was achieved. No further damages were found. Therefore, the investigation was not confirmed for the reported leak issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via the left upper arm ipsilateral cephalic vein approach, blood was allegedly seen to be leaking from the initial portion of the catheter when started to remove the device. It was further reported that thrombi were allegedly aspirated incorrectly. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, blood was allegedly seen to be leaking from the initial portion of the catheter when started to remove the device. It was further reported that thrombi were allegedly aspirated incorrectly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return